Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01332. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2012 that the patient underwent examination under anesthesia, cystoscopy, urethrolysis, and posterior repair and revision.

Manufacturer narrative:
It was reported that patient underwent a mesh revision on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy; due to stress urinary incontinence and symptomatic pelvic relaxation.

Manufacturer narrative:
Date sent to the FDA: 10/06/2016.